Event description:
Information received indicates the head section is drifting down by itself.

Manufacturer narrative:
The technician replaced the CPR and head down valve but the issue remained. He replaced the hydraulic power unit to repair the bed.